Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left knee was revised.

Manufacturer narrative:
Device was not returned to the manufacturer. Evaluation - the associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Per the concerns of the patient and recalls: none of the explant¿s lot numbers were included in any recalls. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. (B)(4).

Manufacturer narrative:
Correction: concomitant device 510ks: k962557, k071071.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2015 due to a failed patella of the left knee. Patella, insert, and femoral component were exchanged during the surgery.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any deviations that could have caused the reported incident. A clinical analysis indicated that the reported indication of trauma, radiological findings (lucencies, patellar subluxation and button disassociation) approximately 1 year prior to the 1st revision along with delayed surgical intervention are all likely contributing factors to the reported 1st revision (c-0072101). There were no material/manufacturing deviations identified in the lab analysis of the returned components (c-179108) and no supporting documentation was provided regarding the 2nd revision (c-179108); however, the noted gap between the l wedge and the femoral component along with the patchy cement/bone adhesion on both the tibial and femoral components could have been contributing factors. The patient impact beyond the revision surgeries cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.